Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked with moisture in it. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box showed evidence of a short battery life with drastic voltage drop leading to call service 128/177 battery alarms/warnings. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The keypad rubber was peeling off at the bottom. All keypad buttons were responsive to user input. The keypad rubber was removed to find no contamination or damage was found to the button contacts. The ez-prime steps were performed correctly and all current readings were within specifications. The alleged short battery life complaint was unable to be duplicated. The pump cover was removed to find no further moisture corrosion or any intermittent conditions to the power printed circuit board.